Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device clinical event data log was provided for review. The customer's report was observed and the log confirmed that the device could not fully charge. The first two charge attempts were manually dumped by the user. The next two charge attempts, the device did not fully charge and responded with charging errors that indicated the charging was too slow. There was no evidence in the log that the device ever reached a full charge, or that the battery was replaced. Without receipt of the device and battery used, root cause cannot be established. No device hardware faults are observed in the log outside the advisories. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) female patient, the device took an extended time to charge energy and failed to discharge. They were unable to convert the rhythm for approximately 5 min until the transport ambulance arrived and placed the patent on their monitor. Complainant indicated that the patient subsequently expired.